Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu staffed were sharing that the foley catheters (lot# ngln2029) were leaking. They sent an email to the other cc nurse managers to see if they are having any issues as well. The nsicu first reached out because they were experiencing issues with leaking. They reached out to our staff, and several nurses have said that they are exchanging the foleys more frequently due to leaking issues. As per their knowledge, no safe cares been issued. They did ask the nurses to please enter safe cares for any issues moving forward. To their knowledge it all the same lot # ngln2029. But staff think that because the issues are all less then 3 weeks old. Unfortunately, they do not have any of the actual items. But they have asked staff to keep them moving forward if they find that there are new issues.